Event description:
Reporter complains of autoimmune related diseases; muscle numbness and tingling of arms, legs, groin, etc; burning from uterus, bladder, vagina and rectum, joint pain and discomfort, extreme eye sensitivity, internal organ pain, cognitive problems (short term memory loss, short attention span, chronic fatigue, stomach disorders, loss of hair, loss of sexual function and spine and neck discomfort.)